Event description:
Additional information received from manufacturing representative (rep). Rep was unsure of event date as it was not mentioned to rep. Rep reported that healthcare provider (hcp) interrogated patients implant and the implant was off with 0% group usage. Rep reported that hcp and rep provided patient with additional education on using the recharger and programmer. Rep reported that patient has been able to charge normally with no issues since. Rep reported that patients thinks something is wrong with the lead, but all impedances are normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a past incident involving "complications with magnet stuff". No other information was provided. The relationship between the device issue and the exposure to emi is unknown or unclear.